Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Blood glucose level at the time of the incident was above 400 mg/dl. Customer stated that she had some infusion sets that were not sticking to her skin and had one with a bent cannula, so she believes that this was the cause of the high blood glucose. Customer stated the insulin pump was only lasting about 24 hours. Customers last blood glucose reading was 427 mg/dl. The insulin pump will not be returned for analysis.